Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Pus was noted to be coming out of the wound as well. Intravenous antibiotics were given and the s-ICD remains implanted and in service. No additional adverse patient effects were reported.